Event description:
A type 2 diabetic was getting low results for blood glucose on the suspect device. At the dr's it was determined that patient's blood glucose was 300+ mg/dl. The patient had stopped taking his micronase and glucoside and was eating more sugar foods to try to elevate his glucose prior to the dr's visit. The level one control tested "oor".